Event description:
Reporter stated that the patient had contacted technical support in 2006, due to an electronic failure of the blood glucose monitor. Patient was advised, at the time, that a replacement device would be shipped the following day. Reporter indicated that the replacement device never arrived and as a result, patient had not tested blood glucose since 2006. On 3/7/2006, patient was reportedly found unresponsive. Reporter phoned emergency medical services. Upon their arrival, patient was given an intravenous saline solution and was subsequently transported to the hospital for additional treatment. Reporter stated that, once hospitalized, patient was treated with "a glucose solution" and 2 pints of transfused blood (due to failing liver). Patient was reportedly released after 2 days. At the time of the report, patient had purchased a different blood glucose monitor and had resumed testing.